Event description:
User reported experiencing bladder problems for 2-3 months including high residuals and infections. The device is producing bladder pressure so the implant itself appears to be working. The pt is having sphincter spasms or possibly some other neurological issues preventing urine from passing through the urethra. This could be related to the procedure pt underwent to implement the device in 1997. During this procedure spine stabilizing hardware was removed to create the laminectomy. This may be causing a neurological problem that is interfering with voiding. In may 2003 the pt underwent an appendectomy and their stimulator did not work for 4 days after the surgery and has not worked normally since.